Event description:
The facility representative reported depleted batteries. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of batteries was confirmed and it was due to fail code 570 found in the event history. This fail code was caused by depleted main batteries. The main batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.